Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital nurse called and reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 2016 mg/dl. Customer's girlfriend found him at home and was airlifted to the hospital. Customer went into coma from high blood glucose but is out now. Customer was treated with insulin drip and currently and switched to manual injection. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a motor error and a low reservoir alert right after the battery has been inserted. During rewind and prime process the insulin pump alarmed compromised force sensor system. Customer also reported bent cannula on infusion set. Unable to complete troubleshooting on insulin pump issues due to compromised force sensor system alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The motor was tested outside the device and passed. The drive support disk was inspected and no anomalies noted. Unit received with cracked case at display window corners, broken reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.